Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the moderately calcified, heavily tortuous, 90% stenosed, de novo, left anterior descending (lad) artery. During a percutaneous transluminal coronary angioplasty (ptca), a 3.5x12mm xience xpedition drug eluting stent (des) was implanted at the target lesion without issue. Post-procedure, a dissection was noted at the distal end of the stent. Another stent was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.